Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was inoperable as it would no longer communicate with external devices. The patient stopped charging ipg approximately 2 years ago. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow-up information provided the patient had ipg replaced on (B)(6) 2019. Therapy was restored.